Event description:
Customer's spouse called to report the pump was not delivering insulin. It was stated that insulin was delivered but the reservoir was still full. Troubleshooting was performed. The insulin did not exit and the driver block did not move. Customer treated high blood glucose with a manual injection.